Event description:
It was reported that this right ventricular (rv) lead shock impedance is gradually increasing, the physician believed there is a potential conductor fracture and plans to deactivate rv therapy. Technical services reviewed the device data and noticed the shock impedance has gone out-of-range and that the pacing impedance has been also gradually increasing. In addition, mechanical noise was noticed which could be the result of lead impairment. Troubleshooting and potential reprogramming options were recommended. This rv lead remains in service and no adverse patient effects were reported.